Event description:
The customer reported obtaining a high platelet (plt) result of 483, without any instrument-generated flags, for one (1) patient sample from the lh 500 hematology analyzer. The customer reported the initial result to the emergency room (ER). Subsequent repeat of the sample produced a plt result of 287, with an instrument-generated vote out flag (v). The customer repeated the sample a second time and obtained a plt result of 306 without flags, which correlated to the patient's history. The customer issued a corrected report out to the ER and there was no change or affect to the patient's treatment in connection with this event. The customer indicated that quality controls (qc) results prior to the event passed within instrument's specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed air bubbles in the sweepflow line through the red blood cell (rbc) aperture housing. The fse replaced the sweepflow bubble chamber (vc2) check valve to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to air bubbles in the sweepflow bubble chamber (vc2) check valve.